Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, patient underwent following procedure, revision laminectomy l3, l4, l5. Revision posterior fusion l2 to s1. Spinal instrumentation, l2 to s1. Exploration of fusion, l3 to s1. Removal of hardware, l3 to s1. Bone grafting (local laminar fragments, cortical cancellous allograft and bone morphogenic protein, and bone graft). Pre-op and post-op diagnosis, lumbar spinal stenosis. Degenerative disk disease. Status post laminectomy and fusion l3 to s1 with nonunion. History of tobacco use. Indications: the patient presented with back and leg pain secondary to the above diagnosis. As per operative notes: ¿..screws were inserted at l2 through s1. All achieved excellent purchase. They were stimulated also and gave no evidence of nerve root irritation. Ap and lateral fluoroscopic views were quite satisfactory. A meticulous decortication was performed at transverse processes of l2, the pars interarticularis of l2, and this was carried down to the sacrum. A precut lordotic rod was placed here as well and locked to the screws with set screws. The wound was copiously irrigated. The bone graft materials were placed into the intertransverse region, creating excellent fusion mass.. No complications were reported..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.